Manufacturer narrative:
(B)(4). - supplemental MDR - foreign matter. One photo was provided to our quality team for investigation. The photo shows one loose syringe with the plunger partially pulled back and a cloudy discoloration at the barrel tip. The condition observed cannot be confirmed from the photo received. Silicone is applied as a spray of particles to the inside of the barrel. It is unclear what type of storage and handling conditions the product was subjected to after leaving the manufacturing plant. It is possible certain conditions outside the manufacturing environment contributed to the attachment of silicone to the barrel walls as observed in the photos. The condition observed could not be confirmed to have originated at the manufacturing plant so corrective actions are not required at this time. Furthermore, a device history record review was completed for provided lot number 4058657. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309648; batch number#: 4058657. It was reported that the bd syringe 1ml ll bns had foreign matter. The following information was provided by the initial reporter: rcc received a complaint via email. The customer reported frosted /opaques inside the tip of the syringe. Lot #: 4058657. Product#: 309648.